Event description:
The customer reported via phone call that they had problems with the sensor. Customer was receiving a meter blood glucose now alert. Customer stated that they had a blood glucose of 402 mg/dl because they ate pizza. Customer treated by using insulin. Customer understands the range of calibrations for the pump. Customer had been trying to calibrate but their blood glucose was higher than the range for the sensor. Customer was advised that their blood glucose would need to lessen in order for them to calibrate. Customer's blood glucose was later at 370 mg/dl. Customer then calibrated with that number.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.